Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile analysis noticed 1 separation on the catheter shaft at 48.5cm from the strain relief, and 1 kink at 8.5cm from the strain relief . There is no evidence that the complaint device failed to meet applicable product specifications; therefore, a DHR review is not required for this complaint. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft broke. The physician selected a fetch&#60576;thrombectomy catheter for use. During insertion the shaft broke. The procedure was completed with another fetch2 catheter. No patient complications were reported and the patient status was fine.